Event description:
The account alleged that when the intellidrive was pushed to go forward, it would run in reverse instead. No injury reported.

Manufacturer narrative:
The account unplugged the bed and then plugged it back in and the bed functioned to specifications.